Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿¿¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing, service could not confirm the customer¿s reported blurry image, but observed no image with scope communication error b30 displayed, due to fluid ingress in the scope connector. The image issue was resolved once the scope connector was aerated and dried. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions during the device evaluation, service found a leak due to a cut on switch button #1. No other leaks were observed. The customer sticker on the body control unit was illegible. The c-cover insulation was out of specification. The control knob movement had play. The distal end plastic cover had dents. The objective lens was chipped. The light guide lens was chipped. The light guide tube had buckling. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the endoscopic image from the subject device was blurry. The issue was found during reprocessing. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation.